Manufacturer narrative:
(B)(4). The insulin pump had a blank display due to moisture damage on electronics. The pump was unable to perform any tests due to blank display. The pump was received with a minor scratched display window. There were also cracks in the case at display window corners, reservoir tube lip, reservoir tube and missing end cap sticker. No crack on lcd glass noted.

Event description:
Customer¿s parent reported via phone call blank display anomaly, unexpected restart alarm and external ram crc error alarm on the insulin pump. Customer¿s blood glucose level was 166 mg/dl. Troubleshooting for the issues were performed. Customer advised the insulin pump had blank display anomaly because the device would unexpectedly restart. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.